Manufacturer narrative:
Product ID: 3389s-40, lot# v668795, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported nine days prior to report the patient had their device turned off for back surgery. It was reported that after the surgery the patient had trouble moving their left arm but it ¿got better¿. It was reported that the patient is now exhibiting ¿symptoms of dementia, confusion, forgetful and their speech was difficult before surgery but it¿s horrible now¿. It was noted the patient is ¿just not themselves¿. It was reported the patient does not have their patient programmer to check if the implant was turned back on after surgery.